Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sb pillcam procedure began on (B)(6) 2013. After the study ended, patient reported they had not excreted the capsule, after three (3) days. X ray was performed and the capsule was observed in the lower pelvis. Three recommendations were presented to the patient and patient refused the recommendations. On (B)(6) 2016, patient experienced abdominal pain, bleeding, diarrhea and vomiting. Patient went to the hospital and was admitted. Surgery was performed to remove the capsule. On (B)(6) 2016, patient was re-admitted to the hospital due to bowel spillage during surgery which caused an infection. On (B)(6) 2016, patient was discharged.